Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. It is unknown if the patient was connected at the time of the alarm. The technical service representative (tsr) assisted the patient in clearing the alarm, by cycling the power on the device. The patient reviewed the alarm log with the tsr, but noted no previous alarms. There was no patient injury or medical intervention associated with this event. No additional information is available.